Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the abbott diabetes care (adc) device was reported. The customer received higher sensor scan results than how they felt. It is unknown whether the customer noted a trend arrow on the device. The customer lost consciousness and paramedics were called. A blood sugar reading of 30 mg/dl was obtained, and glucose injection was provided. The customer was transported to the hospital. It was noted that the customer received the following blood glucose readings on the adc sensor: 387 mg/dl, 388 mg/dl, and 400+ mg/dl. Fingerstick reading was 133 mg/dl. The next day, the sensor showed 300+ mg/dl, and fingerstick readings were 115 and 130 mg/dl. There was no report of death or permanent impairment associated with this event.